Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer the experienced a high blood glucose level of 300-400 mg/dl. The customer and got hardware low level failures and stated that they performed a 5u and only one drop of insulin exit. Fill tubing (min 5u) until insulin exits. The customer able to assemble a new infusion set and reservoir. They rewound the insulin pump, inserted new reservoir, ran the fill tubing (min 5u) until insulin exits. Two drops exited and the high pressure test passed. The insulin pump alarmed pump error 63. The product will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device passed self test. Format history file analysis confirmed hardware low level failures due to open traces. Device passed the delivery accuracy test. Device was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Device received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss error noted during testing or in the insulin pump trace download.